Event description:
It was reported that the implant placed in site 24 failed to integrate and was removed. No patient implant, no medical history reported. Patient sent home to heal and will place future implant in site 25.

Event description:
It was reported that the implant placed in site 24 failed to integrate and was removed. No patient implant, no medical history reported. Patient sent home to heal and will place future implant in site 25.